Event description:
Covidien received information stating that an 840 ventilator had a unresponsive touch screen. The ventilator was not in use on a pt at the time the malfunction occurred.

Manufacturer narrative:
Covidien technical support engineer (tse) troubleshoot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) touch frame printed circuit board (pcb). Covidien reference : (B)(4).